Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholangiography laparoscopic cholecystectomy, clips were able to be fired from the device but some were malformed. The surgeon used permanent clipper with fasteners available in the hospital. There was no patient injury.